Event description:
The customer reported being at the emergency room due to high blood glucose of 403mg/dl. Initially, the caller sated that the insulin pump alarmed off no power. Reviewed the alarm history and found a low reservoir alarm prior to off no power. The customer stated that she experienced headaches. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.